Event description:
A review of the patient¿s clinic notes revealed that the patient felt the device was at end of service although the physician confirmed it was not however, the device was replaced at the patient¿s request.

Event description:
It was reported that the patient's generator was unable to be interrogated due to battery depletion. Clinic notes dated (B)(6) 2014 indicate that the device was at eos - no. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report did not include information from the patient's clinic notes. This information has been included in this report. Relevant tests/laboratory data: the initial report did not include diagnostic information. This information has been included in this report.